Event description:
It was reported that the device reached elective replacement indicator (eri) and experienced unexpected longevity. In addition, the right ventricular (rv) lead exhibited high thresholds. The device was explanted and replaced. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of greater than or equal to the lower 99.9% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant products: product ID: 447052, implantable pacing lead, implanted: (B)(6) 2011 . (B)(4).